Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device-severe calcification and 90% stenosis. Deformation problem; related to operational context-event most likely procedural related. Evaluation conclusion: device failure related to patient condition-severe calcification and 90% stenosis. Operational context caused or contributed to the event-event most likely procedural related. (B)(4).

Event description:
Physician was treating a lesion in the mid lad artery. Lesion was reported to have moderate tortuosity, severe calcification and 90% stenosis. Artery was 3.0mm in diameter and lesion length was 15mm. A 3.0x15mm integrity stent was deployed. Physician was using a 3.5x12mm nc sprinter balloon to treat lesion and it is reported to have encountered difficulty removing the device after inflation. It is reported that the balloon was stuck for 30 minutes after initial inflation. Physician then inflated balloon to 28atm and balloon could be removed. It was reported that the balloon did not rupture. No patient complications were reported. The nc sprinter device was removed from packaging per IFU, inspected and prepped with no issues noted. The device passed through a previously deployed stent. Comment from the facility indicated that 'they do not believe it was a balloon issue''. Evaluation summary: the procedural guidewire was locked in the inner lumen with 76.0cm of the wire exiting the distal tip. The distal tip was flared and partially bunched. There was crystallized residue visible inside the tip. Negative prep performed with no issue noted. The balloon was successfully inflated to nominal pressure and maintained pressure. The inner shaft was slightly bunched distal to the attach tip bond. The distal marker was proximally displaced on the inner shaft. There was no stretching/necking visible to the distal shaft or the balloon bond. The shaft was cut distal to the guidewire entry port and the proximal portion of the device was removed from the guidewire without issue. The distal portion remained locked on the guidewire . The distal shaft was cut away in sections-visual inspection confirmed the presence of residue along the guidewire and inside the inner shaft. A number of guidewire coils were bunched and deformed 3.2cm proximal to the tip.